Manufacturer narrative:
(B)(4). Additional information was provided: lot 15c047 was manufactured between march 25, 2015 and march 27, 2015. The affected device was received for evaluation. A visual inspection on the unit (via the naked eye) noted white particulate approximately 2.10 mm in size, floating inside the fluid of the reservoir, verifying the reported condition. The particles were identified to be acrylic material via fourier transform infrared spectroscopy scanning. The origin of this material is unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a fiber in the balloon. This was identified before use. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.